Event description:
(B)(4). It was reported that pins had fallen out of the surgical light handles. It was reported that the handles were broken. There was no patient involvement nor any adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. There is no expiration date for this product. The actual device has been observed by the customer and pictures have been provided. The manufacturer is awaiting the return of the affected light handles for further evaluation. Evaluation summary: further evaluation will take place once the affected light handles are returned to the manufacturer. At the time of this report, it cannot be concluded how the clips allegedly fell out of the light handle assembly. Additional information will be provided in a follow up report once obtained. This is not a single use device.